Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On an unreported date, the patient began remedial treatment with continued daily ip injections of amikacin 250mg 2x/day. The root cause of the peritonitis was diarrhea. At the time of this report, the patient remained hospitalized and the peritonitis was resolving. Dianeal remained ongoing. The nurse believed the event of peritonitis was not related to dianeal pd2 ultrabag therapy; however did not provide an opinion of causality for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.